Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sodium fluoride potassium oxalate (fx) blood collection tubes, the device experienced clotting/micro clots/fibrin clots. The following information was provided by the initial reporter. The customer stated: the distributor reports that two of its customers are reporting tubes that have presented clotted samples as unusual situations.

Manufacturer narrative:
H6: investigation summary: bd did not receive photos or samples for investigation. However, bd did receive samples of the same lot from another customer that were evaluated along with retention samples of the incident lot selected from bd inventory. The samples were tested and no issues relating to clotting were observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure (clotting/foreign matter) because the defect was not evident in the testing of the complaint lot samples. All parameters of customer, retain and control samples tested demonstrated clinically acceptable performance for all visual observations evaluated. Customer provided samples(from another customer for this lot) exhibited ¿clumped¿ anticoagulant versus the powder-like consistency of the retain samples. This batch (0283619) was further investigated by r&d: results showed no differences between complaint and control lots in terms of the chemical properties evaluated (additive composition, morphology, moisture content, or thermal properties), suggesting the root cause of the additive granulation observed is unrelated to these factors. We did observe the larger additive clumps in the complaint lots were able to be broken by our finger tips, suggesting the present of the larger clumps are a physical difference, not a chemical one. The r&d investigation regarding this issue concluded: the presence of the large additive clumps can create a higher localized concentration of additive, making it more imperative the tubes are mixed properly. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode clotting. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to {reported issue} were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sodium fluoride potassium oxalate (fx) blood collection tubes, the device experienced clotting/micro clots/fibrin clots. The following information was provided by the initial reporter. The customer stated: the distributor reports that two of its customers are reporting tubes that have presented clotted samples as unusual situations.